Manufacturer narrative:
The initial reporter's information was not provided. The customer's age and weight were not provided. The model # was not provided.

Event description:
A pharmacist from france called on behalf of the customer to report that she obtained blood glucose readings of 17 mg/dl, and 131 mg/dl within 10 minutes on the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance.